Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and found that the battery monitor indicator was the cause of the reported issue. The part was replaced, but has not been returned to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and full system functionality was confirmed. System was returned to service.

Event description:
A medtronic representative reported that the imaging system displays 'low battery level' messages and the battery monitor lights do not scroll to properly indicate that the system is charging while plugged into a power source. This was discovered outside of any patient involvement. No additional information is available.

Manufacturer narrative:
The suspect battery monitor indicator device was returned to the manufacturer for analysis. The battery monitor indicator was installed on the test imaging system battery monitor indicator. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.